Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip arthroplasty, and subsequently 17 years later, the patient underwent a revision procedure to remove the stem due to pain, elevated metal ion levels, tissue damage and trunnionosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Explant date was initially reported in error and should be left blank as the product was not removed during the revision procedure. Concomitant medical products: part: 00801803202, femoral head 12/14 taper, lot: 61352587, part: 00784802400, modular neck r 12/14 neck taper, lot: 61318578, part: 00-6200-056-22, f/m acet shell 56mmod cluster, lot: 61316057, part: 00-6310-056-32, xlpe 10 deg poly liner 56x32, lot: 61330204. Complaint sample was evaluated and the reported event was confirmed. Primary op notes dated (B)(6) 2009 were reviewed and no complications were noted. Revision op notes dated (B)(6) 2017 were reviewed and identified patient was revised due to pain, elevated ions and trunnionnosis. Some presence of osteolysis at the proximal femur. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: head: 0002648920-2019-00419, neck: 0001822565-2019-02406.

Event description:
It was further reported through patient¿s operative notes that during the revision procedure there was trunnionosis with grey debris and fluid noted to be at the head and neck. The femoral and acetabular components were stable with some lysis at the proximal femur. The surgeon further noted the back of the liner had possible delamination. The head and liner were removed and replaced. No further event information available at the time of this report.